Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting for high blood glucose level. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer reports that the drive support cap appears to be normal. Customer was alleging insulin pump was under delivering. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis. Unomed inf set.